Event description:
It was reported that during a vats thoracoscopy procedure two devices would not proximate except for the distal third of the device. One device was being used with only the distal third of the device working. Another device was opened and had the same issue. It required 8 green cartridges to complete the procedure. The case was completed using this same device and a competitor¿s device was used on vascular tissue. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were the jaws of the both devices able to be closed? Did the devices deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the devices cut? If yes, was the cut line complete? The device would close but would only fire the distal one third staples. The staples that fired formed properly and the staple line for that portion was complete. The surgeon used 8 reloads. After the case, dr. (B)(6) told me that he had to use excessive amount of reload quantity because the stapler ez45g malfunctioned. He said he should have used the max of 3 reloads. Did the device cut? If the device cut, was the cut line complete? Yes it cut and stapled distal 1/3 portion of reload.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ez45g device was received in good visual condition and with one zr45g cartridge reload present. The reload was received void of staples and in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no partial fire was noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.